Event description:
It was reported that the customer experienced low blood glucose readings of 66 mg/dl and the customer was not receiving recommendations from the bolus wizard. Customer mentioned that she had a knee surgery and the low may be related to the medications she's taking. Customer also mentioned that she was unable to enter carbohydrates for a bolus. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.